Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were multiple loss of prime warnings observed in the pump's black box with a low non zero force. The pump was exercised for 24 hrs and the loss of prime issue was not duplicated. The pump's force sensor was found to be out of calibration. A force sensor pin was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a distributor contacted animas alleging that a pump was unable to prime. This complaint is being reported because, the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.